Event description:
A healthcare facility in (B)(6) reported that the manometer needle of an rd900aeu neopuff infant resuscitator was sticking. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff unit was returned to fisher & paykel healthcare (fph) service centre in (B)(4), where it was visually inspected and performance checked. The defective manometer was eventually forwarded to fph (B)(4) for further inspection. Results: no physical damage was observed with the returned neopuff unit. The manometer needle was sticking during the performance checks, confirming the fault reported by the healthcare facility. A lot check revealed no other complaints of this nature for lot number 100930. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the fault to the manometer needle was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fph service centre returned the neopuff device to the healthcare facility after the manometer was replaced, and the unit passed the performance checks.